Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited noise, resulting in pacing inhibition. The lead was explanted and replaced. No patient symptoms were reported.